Event description:
The customer reported that the system would not produce fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep recommended the customer replace the high voltage cable. The system was tested and found to be working as intended and put back in svc.